Event description:
Target lesion was the superficial femoral artery and below the knee. Target vessel was heavily calcified, not tortuous, and 90% stenosed. The patient was male, age unknown. He was a long-term patient for dialysis and calcification was obviously seen by angiography. Access was made ipsilaterally with 6f sheath (terumo). Slalom thrill(complaint product 1) was used for pre-dilatation for the target lesion in superficial femoral artery, and stent (lot unknown) was placed. The same balloon was used for post - dilatation at 10atm, and when it was inflated at approximately 8 atm in popliteal artery, leakage of contrast was observed. The balloon's rupture could not be specified when checked outside the patient body. The target lesion was treated using other product (same size) successfully. After the treatment of superficial femoral artery and popliteal artery, guidewire was crossed to the anterior tibial artery. Savvy balloon (complaint product 2) was used for the long lesion leading out of the popliteal artery. The balloon ruptured at 6 atm during initial inflation. The occluded lesions were treated with other product and the procedure was completed without any adverse consequences.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report# 9610978-2008-00278. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.